Event description:
It was reported that during a left hip arthroscopy procedure the physician (australia) was utilizing a speedstitch suturing device, needle cassette and suture cartridges. Intra-operative while engaging the needle, the needle would cut the sutures, this happened a total of three times. The sutures were all removed from the pt and the procedure was ultimately completed using a competitors product. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available. Reference manufacturer's additional report(s): 3006524618-2012-00761; 3006524618-2012-00762; 3006524618-2012-00764; 3006524618-2012-00765.